Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to device no longer working the patient had his artificial urinary sphincter (aus) removed and replaced. The patient explained that he rode a stationary bike for 5 days in a row and at that time noticed his device not working. During revision, the physician noted that he thought there may have been a leak near the cuff but could not confirm; the balloon was also fully deflated. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. Should additional information be received, a supplemental report will be submitted.